Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the customer identified the instrument involved in this complaint, fenestrated bipolar forceps (fbf) ref: 471205 / batch: k10250529-0444. The event date was 3/17/2026. There was no injury to the patient. No fragment fell inside the patient. The procedure was completed robotically. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.